Event description:
Received report from baxter national complaint coordinator (ncc) that there was a "slit on a silicone tube of a transfer set." The ncc reports no patient injury or medical intervention as a result of the incident. No additional information is available at this time.

Manufacturer narrative:
The product sample evaluation is being conducted in another country, but has not yet been received. A follow up report will be submitted when the evaluation is completed.